Manufacturer narrative:
On 6/4/2020, biosense webster inc. Received additional information indicating the patient was a male, the event occurred during the ablation phase and during use of biosense webster products. In the opinion of the physician the cause of this adverse event procedure. No medical intervention was required. The patient¿s outcome is improved. Corrections it was noticed that the following information was inadvertently missed in the initial 3500a medwatch. 1) b4. Date of this report was reported as 2/4/2020, should have been 2/5/2020. 2) the thmcl smtch sf bid, tc, d-f, unknown sr0 sheath and unknown aziris sheath have now been added to d11. Concomitant med. Product section. 3) the manufacturing record evaluation was also missed in section h10: a manufacturing record evaluation was performed for the finished device with lot number 30223183m, and no internal actions related to the reported complaint condition were identified. 4) h4. Date received by manufacturer was reported as 2/4/2020, should have been 2/5/2020 on the initial 3500a medwatch report. 5) the h6. Method code has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2020-00328 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent premature ventricular contraction (pvc) ablation procedure with both the decanav electrophysiology and a catheter thermocool smart touch sf bidirectional (stsf) catheter, and suffered cardiac tamponade requiring no intervention and hospitalization. During ablation phase, approximately 60 minutes after stsf insertion, the physician changed the sheath of stsf from sr0 to aziris. Physician then performed ablation in the right ventricular outflow tract (rvot) for 15 minutes. At that point the patient¿s blood pressure dropped and pericardial effusion was confirmed by echocardiogram (echo). Prior to effusion, the ventricle was mapped with a soundstar eco sms 8f catheter for about 30 minutes and the pvc was mapped in the rvot with a decanav electrophysiology catheter for about 30 minutes. The procedure was then aborted. Physician commented that after a post operative echo, effusion was confirmed. The effusion leaked a little and clogged immediately. Patient went to the intensive care unit (ICU) for follow up. The physician commented that he might have scratched somewhere on the rvot while manipulating the catheter in the area of rvot. If the follow up will reveals no problems the patient will have a repeat pvc ablation soon.